Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/02/2015-product analysis:the device was returned and evaluated by product analysis on 10/22/2015 with the following findings:the complaint could not be duplicated with investigation. Evaluation revealed the display was not dim and discolored. Unrelated to the complaint, a line was observed through the display.